Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device using the pre-close technique via a 7f sheath hole prior to a thoracic endovascular aortic repair (tevar) interventional procedure. Reportedly, during use of the prostyle device, resistance was noted during advancement of the prostyle to the vessel. The footplate was then deployed, and the suture placed at the vessel; however, the footplate was caught in the vessel and the device could not be removed. The device and suture were removed via cut-down and a guide break held together by the actuator wire was noted upon removal. Resistance was noted lowering the lever and was not returned to the original position. The sheath was upsized to an 18f, and the tevar procedure was completed. Hemostasis was achieved via cut-down and surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The break was confirmed. The difficult to open and close could not be confirmed due to device condition. The difficult to advance and entrapment are related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and the subsequent treatment appears to be related to circumstances of the procedure. It is likely the device broke during insertion possibly indicated by the resistance during insertion. The break could release or allow the foot to open. When the guide breaks the ability to close the foot is diminished as the guide is no longer able to direct the foot into the close position. The open foot will lead to the entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.